Manufacturer narrative:
Additional information: cec adjudicated the event as stroke, ischemic. Cec adjudicated the event date as (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: stroke event was treated with coronary intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 7 months post procedure the patient suffered mca stroke and was treated with medication and thrombectomy. The patient recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.